Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The product is used in treatment. The reported condition was confirmed . An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff deflated after three hours, the sample was submerged into a container filled with water and it was observed the pilot balloon leaks air. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tubes began to fail and would not hold any inflation even if the use did not approach the 28 days. It was stated that each issue should require the patient to be re-cannulated. There was no patient outcome reported.